Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited low out of range pace impedance measurements measuring less than 200 ohms and decreased amplitude. No adverse patient effects were reported. This product remains in-service.